Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was blood and tissue visible on helix. But blood and tissue on helix is not a lead failure.

Event description:
It was reported that during the implant procedure, the right ventricular lead had no current of injury. The sensing, impedance, and threshold were noted to be in the normal range. The lead was repositioned multiple times and the analyzer cables were changed to no avail. The lead was removed from the patient and tissue was noted on the helix which the physician could not remove. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.